Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the physician called the rep because 'it turns off, but can't turn it on'. Contributing factors, actions/interventions and resolution were unknown. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.